Manufacturer narrative:
The biomedical engineer (bme) reported that the there was a discrepancy in the hr (heart rate) value displayed on the central nurse's station (cns) and what was displayed on the telemetry transmitter. The transmitter was displaying 0 and the cns was displaying 72 for the hr. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the telemetry transmitter. The customer did not know the serial number of the org used with this unit and therefore have noted no information (ni). Central nurse's station: model: cns-6201a, sn: (B)(4). Multiple patient receivers - org: model: org-9110a, sn: ni.

Event description:
The biomedical engineer (bme) reported that the there was a discrepancy in the hr (heart rate) value displayed on the central nurse's station (cns) and what was displayed on the telemetry transmitter. The transmitter was displaying 0 and the cns was displaying 72 for the hr. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported there was a discrepancy in the hr (heart rate) value displayed at the central nurse's station (cns) verses what was displayed on the telemetry transmitter. The transmitter was displaying 0 and the cns was displaying 72 for the hr. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: as the unit was not returned for evaluation, a root cause cannot be determined. Tickets (B)(4) report similar issues from the same customer. Product evaluations in those tickets show that nihon kohden repair center (nk rc) was not able to duplicate the issue of heart rate discrepancy between the transmitter and the cns. No further issues were reported relating to parameter discrepancies. The customer initially reported they were not able to confirm the complaint themselves. As such, it is likely that the initial report of the heart rate not matching on the cns and transmitter may have been the result of use error or user education.

Event description:
The biomedical engineer (bme) reported that the there was a discrepancy in the hr (heart rate) value displayed on the central nurse's station (cns) and what was displayed on the telemetry transmitter. The transmitter was displaying 0 and the cns was displaying 72 for the hr. No patient harm reported.